Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for pelvic organ prolapse on an unknown date and mesh was implanted. The patient reported that the mesh did not cure the prolapse and the mesh was removed on (B)(6) 2016. No additional information is available.